Event description:
Subsequent to the initial filed report, the following additional information was received: the patient had presented with stable angina and had been on medical therapy for 6 months prior to presentation. The unspecified trek balloon dilatation catheter (bdc) is a 2.5x12 trek rx. The trek rx bdc had been advanced without resistance to the not visibly calcified, moderately to severely stenosed, de novo lesion in the non-tortuous mid area of the left anterior descending (lad) coronary artery. The reported rupture occurred in the balloon during inflation at 4 atmospheres using an unspecified inflation device; a pinhole was noted at the proximal end of the balloon. The patient experienced a vasospasm due to air escape during balloon rupture followed by the reported cardiac arrest and remained hospitalized for the 2 days post-procedure due to the cardiac arrest. Though unconfirmed, air embolism is suspected to have occurred. The trek rx bdc was withdrawn from the anatomy without resistance felt. Though the reported cardiac arrest was treated in the "standard" manner, the patient expired (as reported) two days post-procedure. No additional information was provided.

Event description:
It was reported that an unspecified trek balloon dilatation catheter (bdc) was advanced to a lesion in the left anterior descending coronary artery (lad). During inflation, the trek ruptured, followed by cardiac arrest of the patient for approximately 30 minutes post-rupture. The patient subsequently expired two days later. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was noted indicating that the reported standard manner of treatment for the reported cardiac arrest included cardiopulmonary resuscitation and intubation. Additional information received also indicated that upon rupture of the 2.5x12 trek rx balloon dilatation catheter, the patient became hemodynamically unstable, necessitating resuscitation. Upon successful resuscitation, the patient was transferred to the intensive care unit for further management and monitoring. On (B)(6) 2013, it was established that the patient had suffered irreversible brain damage due to lack of oxygen during the period of instability, which ultimately resulted in the reported patient death on that day. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device and scanning electron microscopy (sem) analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device and scanning electron microscopy (sem) analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, the reported balloon rupture, hospitalization and additional therapy/ non-surgical treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use instructs the user to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating.